Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: n/a a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the device was damaged during insertion due to patient anatomy and use of the device proximal to the inguinal ligament, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that during the delivery of the angio-seal insertion sheath, it became kinked due to the skin's stiffness. As a result, the device was not utilized, and manual compression was employed to achieve hemostasis. Hemostasis was ultimately attained solely through manual compression. The estimated blood loss was less than 250cc. The preceding procedure was percutaneous coronary intervention (pci). A pre-deployment angiogram had been conducted. The ancillary sheath size used was 6 french. The puncture site was located proximally to the inguinal ligament of the common right femoral artery, with a vessel diameter of 6 mm. The reported incident did not result in a patient injury or necessitate medical or surgical intervention. The event occurred intra-operative. No equipment or other devices were used with the above product.